Event description:
It was reported that during a prostate procedure, the side-firing fiber had "aiming beam shooting out of the tip." The procedure was completed with a "traditional turp method." Patient outcome: "no complaints noted."